Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving dilaudid (20 mg/ml at 2.301 mg/day) via an implantable pump for an unknown indication for use. It was reported that the patient went to the hcp, on (B)(6) 2017, for a normal pump refill appointment. During the refill, 20 cc of drug was aspirated from the pump, while the reservoir volume showed that there should have been 2.9 cc left in the pump. The patient did not experience any withdrawal symptoms or increased pain. The hcp stated they refilled the pump and would continue to monitor the patient, since they were not having any symptoms. The hcp also stated that the patient¿s pump flips inside the pump pocket. The hcp was tentatively planning to do a rotor and dye study to investigate the pump. Nothing had been scheduled, although it was noted that surgical intervention was planned. The patient was directed to contact the hcp if he noticed anything unusual. It was unknown if there were any environmental, external, or patient issues that may have led or contributed to the issue. No troubleshooting had yet been performed. The issue was not resolved. The patient status was alive ¿ no injury. No patient symptoms were reported. No further complications were anticipated.